Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device will not be released per hospital policy. The investigation is in process. Once the investigation is complete, a follow ¿up MDR will be submitted. UDI# (B)(4). Concomitant medical products: item # 650-1067/ ceramic head/ lot # 60703460, item# 15-106056/ m2a cup/ lot # 738040, item #11103208/ stem/ lot #450940. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 -00264.

Event description:
It was reported patient underwent hip revision surgery eight (8) months post implantation due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported products were reviewed for compatibility and it was determined that the combination of a non-revised cup with a new bearing is not compatible. These are warnings in the package insert that this type of event can occur and risks are addressed in risk document. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.